Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent the balloon angioplasty procedure in common iliac artery using the ultra verse balloon. It was reported that during the procedure the balloon was allegedly broken into two pieces. It was further reported that the balloon was inflated from np to rbp at iliac artery for less than 30 secs. Reportedly the balloon segment was stuck in the patient blood vessel. The patient's vessel was cut to take the balloon out. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent the balloon angioplasty procedure in common iliac artery using the ultra verse balloon. It was reported that during the procedure the balloon was allegedly broken into two pieces. It was further reported that the balloon was inflated from nominal pressure to rated burst pressure at iliac artery for less than 30 secs. Reportedly the balloon segment was stuck in the patient blood vessel. The patient's vessel was cut to take the balloon out. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter returned for evaluation. Upon visual inspection, it was noted the device was received in two segments, with the distal portion of the balloon catheter detached from the proximal catheter. Segment 1 consists of the inner guide-wire lumen and the balloon. The distal end of the balloon was noted to have a circumferential rupture, and the portion of the inner gw lumen was detached. Segment 2 consists of the proximal end of the balloon noted to have a circumferential rupture. No anomalies were noted to the luers and y-body. No functional testing performed as the condition of the device was detachment and functional testing could not be performed. Therefore, the investigation is confirmed for the reported detachment issue and identified circumferential balloon rupture as a complete circumferential break was noted to the balloon and inner gw lumen was detached from the device. However, the investigation is inconclusive for the reported entrapment as the conditions of use could not be replicated. A definitive root cause for the reported detachment, entrapment and identified circumferential rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.